Manufacturer narrative:
The customer did not return the suspected product. An in-house testing was performed using the in-house contour next one meter with the in-house contour next test strips and control solution from lot # 8bv2g25, which gave satisfactory performance. All control readings obtained during in-house testing were properly marked in the meter's memory.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
At 11:14 a.m., the customer ran a control test and obtained a reading of 218 mg/dl on a contour next one meter. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the control solution for evaluation. Replacement meter and test strips were sent to the customer.